Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis and was treated with an intraperitoneal (ip) injection of vancomycin (1gm, frequency and duration not reported), ip gentamicin injection (20mg, frequency and duration not reported) and an unspecified additional medication (no further details). On an unreported date, while hospitalized, the patient experienced general weakness and was bedridden. Twelve days after event onset, the patient passed away. The cause of death was reported as due to multi organ failure. It was not reported if an autopsy was performed. It was reported the patient was not recovered from the peritonitis prior to death. Pd therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.